Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and records indicated that the product was manufactured according to applicable procedures and met final product release criteria. No abnormalities were found. It was likely dust was attached to the terminal of the scope causing contact failure. Alternately, the digital light source cables between cv-190 and clv-190 were not fully connected which interferes with the communication of the scope causing a scope communication error. The device was not returned. The customer's issue was resolved with troubleshooting provided by olympus technical support over the phone. The instructions for use (IFU) provides the following guidelines: "properly and securely connect all cables. If the cable connector has connection, tighten up the screws. Otherwise, equipment damage or malfunction can result." In addition, the following information is given in the instruction manual regarding the contamination of the video connector: "foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint on the electrical contacts can cause the endoscopic image not to appear on the monitor. If this occurs wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source."

Manufacturer narrative:
In speaking with olympus technical support (tac) via the phone, the user reported the device displayed a b30 scope communication error. The user cleaned the scope contacts as advised by tac without resolution of the issue. Tac then instructed the user to reseat the large cable between the cv-190 and clv-190 and reboot. The device will not be returned to olympus as trouble shooting resolved the issue. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus an evis exera iii video system center loaner displayed a b30 scope communication error with complete loss of the image. There was no patient/user injury or harm reported to olympus.